Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation an attempt was made to insert the device into the endoscope while using the guide wire and a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.28. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.29. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there is no lot number identification on the device and the guide wire insertion port is broken. The customer was informed that when the guide wire passes through the guide wire insertion port of the tip, to try to keep the guide wire and the tip sheath parallel, and to not leave a sharp angle between the tip and the guide wire, otherwise, it will tear the tip of the silicone material. The guide wire should be prevented from loosening or kinking when used to avoid excessive wear and tear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the single use mechanical lithotriptor distal tip passing through the guidewire was teared. The issue occurred during preparation for use for an endoscopic retrograde cholangiopancreatography diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.